Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2022 the patient underwent a successful implant procedure of a 29mm navitor tavi valve. During a follow-up appointment thrombus was found on one of the valves leaflets. The patient was asymptomatic. The patients anticoagulation therapy was increased. The patient remains stable and is at home. The patient is scheduled to be seen in 6 months. No additional information has been provided.

Manufacturer narrative:
An event of thrombus on one of the valve leaflets was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.